Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The breathing circuit was replaced to resolved the issue. Block a: no patient information provided to date after calls to end user on (B)(6) 2026. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in overdelivery of pressure during a case. There was no patient injury.